Event description:
Customer reported experiencing occlusion alarms. The customer's blood glucose (bg) level was 520 mg/dl. Elevated bg was addressed by manual insulin injection. The customer changed the infusion set and cartridge and resumed insulin delivery.